Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the impedance of the distal coil was out of range. A new lead was implanted and the pacemaker was explanted and replaced by a new cardiac resynchronization therapy defibrillator (crt-d), due to therapy upgrade, at the same surgical intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the shock impedance of the distal coil was out of range. There was reasonable evidence suggesting that the lead had a fracture. A new lead was implanted at the same surgical intervention and the pacemaker was explanted and replaced by a new cardiac resynchronization therapy defibrillator due to therapy upgrade. No additional adverse patient effects were reported.